Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, power on self-test and a review of the alarm log were performed. During visual inspection the power cord was found to be damaged. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged power cord. There was no patient involvement. No additional information is available.